Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device touchscreen would not calibrate. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
Testing and investigation at the service center found the right side of the device touchscreen did not respond when pressed. The probable cause was due to contamination caused by fluid ingress on the bottom of the touchscreen. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.